Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aortic neck was reverse-funnel shaped, 10 mm long, 31-33 mm in diameter, angulated 25-30 degrees anterior-posteriorly and laterally, and non-calcified. It was reported that the talent bifurcated stent graft was inadvertently implanted lower than intended about 15 mm below the renal arteries, resulting in a proximal type I endoleak. The inaccurate delivery was likely due to the neck anatomy. A 36 mm talent cuff was placed and successfully corrected the inaccurate delivery and endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results/conclusions: inadvertently delivered the stent graft inaccurately.